Event description:
The pump was returned by the reporting facility for service. The event history was reviewed and a failure code 550:320 was found during service. An attempt has been made to contact the facility, but no information has been obtained regarding whether or not the device was in use on a patient, patient injury or medical intervention.